Event description:
It was reported that there were two alerts on the right ventricular (rv) pacing lead. An alert for variable defibrillation impedance that became high/undefined, and an alert for variable pacing impedance that became high/undefined. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 693558, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.